Event description:
Information was received from a patient who reported seeing a signal on their programmer to replace batteries and call your doctor icon. The patient reported they replaced the batteries but the programmer would not power up. The patient reported they were still feeling stimulation but it was uncomfortable in certain positions and patient was unable to adjust stimulation. No further symptoms and/or complications reported at this time.